Manufacturer narrative:
404 samples were received in sealed packaging blisters. 80 samples were randomly selected, and visual inspection was performed. No defects or imperfections were observed. Each sample was connected to a syringe with saline solution and four samples did not expel the solution. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2003406 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material # 305916, batch # 2003406. It was reported by customer that they are not sure if a recall when giving shots would have to restick with a different needle or use alto of pressure to inject. Verbatim: rcc received a complaint via email. Email(s) attached xxxxxx from walgreens (B)(6) called - call back number xxxxxx if called back in the next 2-3 days please speak with (B)(6). Product 305916 lot 2003406. Not sure if a recall when giving shots would have to restick with a different needle or use alto of pressure to inject.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916 batch # 2003406. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "not sure if a recall when giving shots would have to restick with a different needle or use alto of pressure to inject.". Additional information provided: 1. Can you please provide an exact date of event in this format dd-mmm-yyyy? No specific date, but shared that this has occurred 6x. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm, but pt. Had to be stuck 2x. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes they may have sample, requested to send shipping label.